Manufacturer narrative:
(B)(4). Approximate age of device - 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital from (B)(6) 2016 due to gastrointestinal (gi) bleeding. At the time of the event, the patient's aspirin therapy was discontinued. An esophagogastroduodenoscopy (egd) was unremarkable and a double balloon enteroscopy was unable to identify the site of the gi bleeding. The healthcare professionals made a decision to take the patient off coumadin and the patient was discharged home. On (B)(6) 2016, the patient presented with an ischemic stroke and symptoms of aphasia. The pump was reported to be functioning as intended with normal parameters and no alarms active. The patient was started on medical management for stroke and the coumadin was restarted. The aphasia did not resolve. The patient was subsequently discharged home. It was reported that the patient remains stable but aphasic. No additional information was received.

Manufacturer narrative:
A correlation between the device and the report of gastrointestinal (gi) bleeding and ischemic stroke could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. The patient remains on-going on lvad support. No further information was provided. The manufacturer is closing the file on this event.